Manufacturer narrative:
D2: corrected common device name.

Manufacturer narrative:
The physician was contacted to provided additional information, for example the lot numbers. Intra- and postprocedural images were also requested for evaluation. The device remains implanted in the patient. So no engineering evaluation could be performed. The delivery system was discarded at the facility. So no engineering evaluation could be performed. The event involves three devices reported under MFR report numbers #2017233-2020-00273 and #2017233-2020-00274.

Event description:
It was reported, that the patient underwent a covered endovascular reconstruction of aortic bifurcation (cerab) with "kissing-stent" technique in both iliac arteries using atrium advanta¿ v12 balloon expandable covered stents (getinge) some weeks ago. Control angiography imaging showed complete collapse of the advanta¿ v12 stent. It was stated, that they were almost flat. Therefore, on (B)(6) 2020, the patient underwent a reintervention to reline the collapsed advanta¿ v12 stents in both iliac arteries with three gore® viabahn® vbx balloon expandable endoprostheses (viabahn® vbx endoprostheses, sizes: 9 mm x 39 mm, 7 mm x 79 mm and 7 mm x 79 mm) using a "kissing-stent" technique. Reportedly, the physician recanalized one of the collapsed advanta¿ v12 stents and passed the others collapsed advanta¿ v12 stents subintimal to place the viabahn® vbx endoprostheses. It was stated, that a control computed tomography angiography one week post implantation showed good results. Reportedly, on (B)(6) 2020, the patient presented with pain. A computed tomography angiography showed that all three viabahn® vbx endoprostheses collapsed. It was reported, that they were almost flat. It was reported, that the patient suffered from high grade constipation. It was stated, that the physician indicated that this may result in extremely high abdominal pressure. Reportedly, the physician has said, that the collapses were not device related. Reportedly, an additional endovascular reintervention is planned to treat the collapsed viabahn® vbx endoprostheses.

Manufacturer narrative:
The event involves three devices, reported under MFR report numbers #2017233-2020-00272, #2017233-2020-00273 and #2017233-2020-00274. Updated event description. Updated device information. Updated device information. Code 213: a review of the manufacturing records indicated these lots met pre-release specifications. Code 4111: several attempts were made to obtain additional information from the physician. The requests remain unanswered. Without additional information, gore was unable to do further investigation of this event.

Event description:
It was reported, that the patient underwent a covered endovascular reconstruction of aortic bifurcation (cerab) with "kissing-stent" technique in both iliac arteries using atrium advanta¿ v12 balloon expandable covered stents (getinge) some weeks ago. Control angiography imaging showed complete collapse of the advanta¿ v12 stent. It was stated, that they were almost flat. Therefore, on (B)(6) 2020, the patient underwent a reintervention to reline the collapsed advanta¿ v12 stents in both iliac arteries with three gore® viabahn® vbx balloon expandable endoprostheses (viabahn® vbx endoprostheses, sizes: 9 mm x 39 mm, 7 mm x 79 mm and 7 mm x 79 mm) using a "kissing-stent" technique. Reportedly, the physician recanalized one of the collapsed advanta¿ v12 stents and passed the others collapsed advanta¿ v12 stents subintimal to place the viabahn® vbx endoprostheses. It was stated, that a control computed tomography angiography one week post implantation showed good results. Reportedly, on (B)(6) 2020, the patient presented with pain. A computed tomography angiography showed that all three viabahn® vbx endoprostheses collapsed. It was reported, that they were almost flat. It was reported, that the patient suffered from high grade constipation. It was stated, that the physician indicated that this may result in extremely high abdominal pressure. Reportedly, the physician has said, that the collapses were not device related. Reportedly, an additional endovascular reintervention is planned to treat the collapsed viabahn® vbx endoprostheses.

Manufacturer narrative:
H6-code 50: extremely high abdominal pressure.